Manufacturer narrative:
Two opened and used reservoirs were evaluated and the reservoirs, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 5.9 mmol/l. Troubleshooting was performed and customer had to change the reservoir and infusion set to get the insulin pump to work. Customer was advised the alarm was caused due to an infusion set or reservoir occlusion. Customer agreed to return the reservoir for further analysis.